Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
The bristles on a disc has come away- oral-b powercare refills [device breakage]. Case narrative: consumer called and stated while brushing her teeth, bristles on disc have come away from the head part. No injury was reported.

Manufacturer narrative:
18-08-2025 product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
The bristles on a disc has come away- oral-b powercare refills [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer called and stated while brushing her teeth, bristles on disc have come away from the head part. No injury was reported. 15-aug-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.